Event description:
Sorin heater/cooler device is growing ntm bacteria. Facility is following manufacturer recommendations for cleaning and disinfection/maintenance. On (B)(6) 2016, device water culture positive for mycobacterium immunogenum-like. On (B)(6) 2016, device water culture positive for mycobacterium chelonae-like. On (B)(6) 2016, device water positive for mycobacterium abscessus-like.